Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon review of the device, loss of capture on the right ventricular channel was noted. As a device issue was suspected, the device was explanted and replaced. The right ventricular (rv) lead remains implanted with the new device. No additional adverse patient effects were reported.

Event description:
Subsequently information was received that the patient had experienced a previous syncopal episode due to loss of capture. At this time, the right ventricular (rv) lead was explanted and replaced with a competitor lead. As a second syncopal episode occurred, it was suspected that the syncope was related to the device.

Manufacturer narrative:
This lead was not returned as a field representative was not present during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.